Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer found that the main half height drawer 2 failed. No lights were on the drawer controller board and drawer 2.1 solenoid seized and unable to move the latch. Replaced the drawer board, module controller and damaged solenoid to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section b describe event or problem, section h imdrf annex codes and manufacturer narrative. Correction: section d unique device identifier (UDI) and medical device model, section g manufacturing location. The reported condition of "drawer 2.1 and 2.2 not detected on the bus" was confirmed during fse testing and verification of thermal damage was subsequently confirmed during dchu investigation process. According to work order: (B)(4), the fse reported that the main half height 2 failed. No lights on drawer or controller board. Solenoid in position 2.1 was seized and unable to move the latch. The fse determined drawer controller board 2.1 caused the issue. The drawer board, module controller and faulty solenoid were replaced, and storage space was configured. The fse performed function checks to test the repair. During dchu visual inspection: 353578-01: the solenoid coil cover exhibited visible discoloration consistent with an overheating condition, indicating thermal damage. 151622-01: the part was received without signs of fluid ingress, oxidation, corrosion, physical damage, thermal damage or missing components. 151630-01: the part was received without signs of fluid ingress, oxidation, corrosion physical damage, thermal damage or missing components. During dchu testing: 353578-01: no dchu testing was required due to the observed thermal damage observed during visual inspection. 151622-01: a calibrated digital multimeter was used to perform resistance checks and mosfet q601 showed a resistance value lower than 1000 ohms indicative of a faulty component, no further testing was necessary. 151630-01: a calibrated digital multimeter was used to perform continuity check, the test was focused on fuse (f201), as a result the dmm displayed "ol" which indicates that there is an open circuit with no continuity. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. As per part investigation, it was determined that there was thermal damage observed on the drawer controller board (mosfet q601). There were no adverse events or injuries reported based on this event.